Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The product analysis confirmed that image was out of field view. Additionally, the device evaluation found minor scratches on distal end and objective frame, breakage on light guide fiber, cracks on side of video connector and failed light transmission. Based on the results of the investigation, the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three good faith efforts were made to obtain additional information;however, no response received from customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the rigid videoscope during an unknown procedure, the screen was dark and the image was faint. There were no reports of patient harm associated with the event.